Manufacturer narrative:
Pending investigation.

Event description:
As reported, on an unspecified date following initial left total shoulder arthroplasty (tsa), the patient presented with "issues" and the surgeon thought it was best to remove the current anatomic implants and replace with reverse shoulder implants. The glenoid and anatomical head were removed and replaced with baseplate, glenosphere, and reverse tray and liner. The event was not related to the breakage of a device and did not lead to surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d6a, d10, h11. D10: 300-01-12 - equinoxe humeral stem primary press fit 12mm: sn# (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s: sn# (B)(6). 300-20-02 - equinox square torque define screw drive kitsn# (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha): sn# (B)(6). 314-13-03 - equinoxe cage glenoid medium, alpha: sn# (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.